Event description:
Reported the pt had been experiencing increased pain. A catheter abd rotor study were done in the beginning of 2005. A rotor stall was detected. The pump was explanted and replaced. The pt outcome was not reported.